Manufacturer narrative:
The device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. Customer stated that the scratches on screen making it difficult to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.